Event description:
The customer's biomed said that their sony display was having power issues and was replaced with a temporary display. A replacement display is needed for system 3. No patient issues. This resulted in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.